Event description:
Event: arterial dissection and surgical intervention to remove jacket guard. The pt is reported to have extremely calcified vessels resulting in both the balloon and jacket guard becoming lodged in the pt's left common iliac artery. A retroperitoneal cut down was performed and the jacket guard and balloon were retrieved. An endarterectomy was performed to remove calcium from the vessel. A dissection was noted in the left common iliac and treated with a stent. Wire access was regained and the graft was implanted successfully. The pt is doing well.